Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 5 physical samples submitted for evaluation. The reported issue of component damage - leak was not confirmed upon inspection of the samples. Analysis of the sample showed that visual inspection resulted in no defect found, the connections of the physical samples were tested with the extension provided and all worked correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 394600. Batch number#: 4277995 & 4320585. Date of occurrence: 02/10/2025. Incident description: patient receiving norepinephrine presenting with low blood pressure: leakage observed at the connection between the three-way stopcock and the norepinephrine syringe extension tube. This incident occurred again with another patient. The tap's screw thread does not allow the syringe extension to be securely locked in place: it turns freely and the tubing can become disconnected, with a risk of leakage of the medication injected into the syringe pump or a gas embolism.